Event description:
Pt called lfs in 6/2003 alleging meter would only prompt an error 1 message. The pt reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. No further info reported.